Manufacturer narrative:
The device ro09004 has been inspected for investigation purposes. The inspection confirmed that the sheath needed to be replaced. The defective parts were replaced for repair purposes.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the force sensor cable was non-functional. There was no patient involvement reported.